Manufacturer narrative:
Although the doctor identified four (4) different lots associated with the debonding, she could not verify which lot was used on each patient. The lots involved in the alleged incidents include lot numbers 4813434, 4855372, 4872984 and 4950258. The patient had experienced a debonding of a crown; however, the doctor could not recall specific patient or incident details. To date, the patient is doing fine. The products alleged in this incident was not returned; therefore, an 'adhesive strength' test of the retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations in the manufacturing process. In addition, no similar complaints were received with regard to these lots.

Event description:
A doctor alleged that three (3) patients had experienced the debonding of restorations after placement using the nx3 cement and the optibond xtr products. This is the third of three (3) reports.